Event description:
Per the clinic, the patient experienced loss of connection to the internal device (specific date not reported). Hardware exchange attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6), 2022, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on december 14, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on april 24, 2023.